Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery due to instability/ dislocation. Humeral components and glenoid sphere were changed, + sample and washing." Patient ID: (B)(6).